Event description:
It was reported that a patient experienced a breach in aseptic technique during peritoneal dialysis (pd) therapy, which resulted in peritonitis. The breach in aseptic technique was further described as touch contamination. The patient was hospitalized seven days after the onset of the peritonitis. The patient was treated with vancomycin and ceftazidime (intraperitoneally, doses and frequencies not reported) for the event. The patient was discharged seven days after hospitalization and had recovered from the peritonitis event. It was unknown if the patient had been retrained on aseptic technique. Dianeal therapy was ongoing at the time of report. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.